Event description:
A physician reported that at the time of a bovine collagen injection in the pt's glabella, there was a sudden blanch that covered a slightly larger area than normal. At the time he thought he had nicked a vessel. He immediately ceased the injection and massaged the area. The procedure then continued with no other incident. The pt came back three days after the procedure with a bruise at the site he had massaged and it was tender to the touch. Four days after that the pt was seen again. This time the bruise was all but gone and the area had developed some erythema. He stated it didn't appear like necrosis, which he had witnessed before. He felt it looked as if it might be a hypersensitivity type reaction. The pt was prescribed a medrol dose pack. The pt left the next day on vacation with instructions to call if the event worsened. He has not heard from the pt. He is still unsure of the diagnosis.